Manufacturer narrative:
The device was removed but not returned. The manufacturing and sterilization records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the patient developed an infection at the ipg site. Nevro attempted to obtain additional information regarding the nature of the infection but was unsuccessful. The device was explanted and there have been no reports of further complications regarding this event.